Event description:
I (B) (6) bought upper denture from aspen dental in or about (B) (6) 2010. I am having major problem with the teeth when in put them in my mouth, I get sick to my stomach, headache, ring in the room, I hear ring in the bedroom with the teeth in. I need help with a resolution to this problem with aspen dental in ft. Wayne. Also can we have a phone conference. (B) (6). Diagnosis or reason for use: new upper plates. I had a lot of side effects.